Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that his colleague had a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The lens was exchanged and the pt is reported to be doing very well. In a f/u, the implanting surgeon stated she does not blame the lens for the event; this is the first lens of this type she has implanted. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Add'l info was requested 6/16/10, 7/2/10 and 7/6/10 by phone, fax, and mail. Add'l info was received 6/16/10 and 7/6/10 by phone. A completed questionaire has not been received. (B)(4).